Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/18/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: component code: g07002 device not returned. Additional information was requested, but unavailable: what is the product code? All answers above are unobtainable. Once there is any update, we will update the information. What is the lot number (lot number provided aagj937) is incorrect? Did the patient suffer from any consequence due to the issue? If yes please explain trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? What is the lot number (lot number provided aagj937) is incorrect? Did the patient suffer from any consequence due to the issue? If yes please explain. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ovarian cyst procedure on (B)(6) 2021 and barbed suture was used. During the surgery the suture broke. The physician changed another one to complete the surgery. No adverse patient consequences were reported. Additional information has been requested.